Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that after infusion had begun (30-60 minutes elapsed), air bubbles were noted in the infusion line. No adverse effects to patient reported.